Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was in emergency due to low blood glucose. The customer's blood glucose was 27 mg/dl at the time of incident. The customer was treated with food for low blood glucose. The customer was treated with juice at the hospital. Customer was hospitalized for 6 hours. Customer was passed out leading to hospitalization. Based on customer report customer allege insulin pump was over delivering. Customer was using auto mode. The insulin pump will not be returned for analysis.